Manufacturer narrative:
Product ID 8703, lot # l41855, product type catheter. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8703w, lot# l35840, implanted: (B)(6) 1995, explanted: (B)(6) 2012, product type: catheter; product ID 8575, lot# j12339r, implanted: (B)(6) 2005, explanted: (B)(6) 2012, product type: accessory; product ID 8703, lot# l41855, implanted: (B)(6) 1997, product type: catheter. (B)(4).

Event description:
It was reported that this patient's catheter broke and a new catheter was required. No further information was provided and no patient symptoms were reported. It was not known what drug this device system delivered. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information was received on (B)(4) 2014 indicating the first catheter the patient had a crack in it and it was leaking. A new catheter was placed in november. The manufacturer¿s device registry indicated the new catheter was placed on (B)(6) 2012.